Event description:
During insertion of the intellanav mifi oi catheter it was reported that the physician was unable to flush the catheter with the irrigation pump. An attempt was made to manually flush with the syringe, but it was met with firm resistance. The pump alarmed that there was high pressure when trying to fast flush the catheter. Irrigation was never able to be turned on due to the distal pressure. The catheter was never inserted into the sheath. A different catheter was used to complete the procedure, and no patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed no abnormalities. Functional tests were performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a tuohy bourst seal for sealing the irrigation holes. The lumen pressure decay was measured three times, and the unit passed the test without problems. A flow test was performed, and the device was connected to a metriq pump, and was purged at 60ml/min. The distal tip of the device was destructively analyzed to find the source of the occlusion. Foreign matter was observed inside the tip. During media inspection the upn and lot numbers were confirmed. There was also a photo of the distal tip which revealed no issues or damage. The reported complaint of 'difficult to irrigate' was confirmed.

Event description:
During insertion of the intellanav mifi oi catheter it was reported that the physician was unable to flush the catheter with the irrigation pump. An attempt was made to manually flush with the syringe, but it was met with firm resistance. The pump alarmed that there was high pressure when trying to fast flush the catheter. Irrigation was never able to be turned on due to the distal pressure. The catheter was never inserted into the sheath. A different catheter was used to complete the procedure, and no patient complications were reported.